Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : (B)(6) 2014. Date of follow-up report : (B)(6) 2014. The investigation did not identify anything that would have caused or contributed to the reported event. The investigation found that the unit functions normally and within specification.

Event description:
The customer reports that while using a force fx generator during an emergency cesarean for a fetal heart issue, the pt received burns to 5% tbs (total body surface), 2nd degree burn: about 2% and 3rd degree burn: 1-2%. The pt was transferred for treatment to (B)(6). Betadine was used for pt skin preparation.

Event description:
The customer has reported that the burn is due to the alcohol liquid product that was used (betadine).

Manufacturer narrative:
(B)(4). The return of the incident unit has been request. The date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.